Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor experienced pairing failures with the ilet, prompting a support call during which the agent explained the issue was not related to the ilet and assisted until the g7 connected and entered its warm-up period. Symptoms included intermittent cgm signal loss. Outcomes included temporary interruption of continuous glucose data to the ilet with associated user inconvenience. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the ilet functioned as designed and the pairing and signal loss issues were attributable to the cgm, not the ilet. It was concluded that no ilet device malfunction occurred and that no patient injury or medical intervention was required.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.